Event description:
It was reported that the patient passed away due to an unknown cause. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy was performed. It was unknown if the pump was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was a jehovah's witness. Although they required blood transfusion, due to their religious belief, the physician was unable to perform the transfusion. At the time of death, their hemoglobin level was 7. The death was not considered to be device related and the device operated as expected. The patient was cremated with the device implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6) was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding and death. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.